Event description:
Consumer called to report accuracy issues with her meter. Was getting readings in the 140's/160's, but did not feel they were correct. Called ems for assistance.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.